Event description:
Reporter indicated that since vns implant surgery, the patient is experiencing periods where patient stops breathing in cycles that last about 6 seconds. The patient has reportedly been seen by treating pediatrician who could not identify any obvious causes of the apneic events. The patient's family member plans to tape the magnet over the device while the patient sleeps at night and follow-up with treating neurologist who was out of town at the time of the initial report. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating neurologist.

Event description:
On (B)(6) 2014, it was reported that this vns patient experienced aspiration pneumonia, vocal cord paresis, and nerve damage following initial vns implant surgery. No additional information was available regarding these events; however, they were all attributed to the initial vns implant surgery.